Manufacturer narrative:
Zoll has not yet received the thermogard in complaints for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that thethermogard was not cooling down patient. The reason for therapeutic ivtm was for fever management. Another thermogard system was used to continue the therapy. The current condition of the patient is good. No patient injury was reported.